Manufacturer narrative:
H2-3) the software analysis concluded that the issue appeared to be an issue with the network connectivity; this did not appear to be a software issue. As per the information provided on 2025-feb-15, the account team encountered network connectivity issues that resulted in partial download (only 44 slices were downloaded out of 200). As per the case description, site network was under repair likely affecting the wired connection. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd:- , UDI#:- h2) please see the additional codes section for update annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hospital wi-fi signal was the reason for the partial download. The manufacturer representative stated that the images were downloaded successfully at a different location in the operating room (or). It was confirmed that the type of procedure that was being performed when the event occurred was unknown. There was a 15 minute delay to the procedure and no impact to the patient¿s outcome.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that when the site downloaded a patient's magnetic resonance (mr) that contained 200 slices, only 44 slices were downloaded, the system presented them with a c_status error. As the call was being conference in, they were in the process of restarting the system. The account had another navigation system at the account, but it was currently being used. Patient impact and surgical delay unavailable. Troubleshooting was performed, the account was going to try to use another port, try the downloading wirelessly, or move the exam to a universal serial bus (usb) and download it that way. The site said that the standard process for the account was to download exams before stepping into the operating exam (or) because of the poor reception in there. Additionally, the site also said that the account was doing repairs to their network, which may have impaired their wired connected. The account used their other navigation system to continue the case as it became free shortly after the call. The probable cause was noted to be a possibly malfunctioning wired connection, the site may have been on a wireless connection without being aware. If the reception in the operating room is known to be bad, the exam downloading issue may have been due to the poor wireless connection in the operating room.